Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s screen was blank. They had received a low battery alert and changed the battery. They noticed that the battery cap was damaged. The customer¿s blood glucose level was 145 mg/dl. Troubleshooting was performed. They were advised to remove the battery. The insert battery alarm did not display on the screen. They were advised to revert to their back-up plan per health care professional¿s instructions until a new battery cap arrives. The device will not be returned for analysis.